Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 (a) cartridge was received sterile and with no apparent damage. Upon functional testing of the cartridge, the test device loaded, retained, and deployed the 6 clips as intended. The clips were formed as intended and conforming to manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during use that could not be replicated during laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 (b) cartridge was received sterile and with no apparent damage. Upon functional testing of the cartridge, the test device loaded, retained, and deployed the 6 clips as intended. The clips were formed as intended and conforming to manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during use that could not be replicated during laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 (c) cartridge was received sterile and with no apparent damage. Upon functional testing of the cartridge, the test device loaded, retained, and deployed the 6 clips as intended. The clips were formed as intended and conforming to manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during use that could not be replicated during laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that the xc200 (d) cartridge was received sterile and with no apparent damage. Upon functional testing of the cartridge, the test device loaded, retained, and deployed the 6 clips as intended. The clips were formed as intended and conforming to manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during use that could not be replicated during laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm how many clips did not fit onto the suture? What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Please confirm how many clips could not be loaded into the applier? Please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Was the applier checked for damaged (jaws straight and aligned)? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure it was reported by a sales rep that sometimes the clip could be loaded, sometimes it couldn't. Of the ones that could be loaded, many would not close completely even when gripped firmly. The same event happened even after changing the main body. Eventually, 7 packages were opened. Another device was used to complete the case. No device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: -additional product: xc200 (lot#: 1046uh) x4 involved, x4 returned.